Event description:
It was reported that the patient had his paddle lead removed on (B)(6) 2012 due to the patient suffering spine fractures as the result of an accident. The patient was in an extended rehabilitation facility undergoing physical therapy and treatment. The patient experienced a return of sciatic pain and shocking pains in his legs that his spinal-cord-stimulation (scs) system was implanted to help manage. It was noted that the patient only had his implantable neurostimulator (ins) implanted. Additional information received reported that the cause of the event was a motor vehicle accident occurring on (B)(6)2012. The lead was removed on (B)(6) 2012 due to spinal fracture location. It was noted that the motor vehicle accident required hospitalization but the lead removal did not. Everything had worked well up to the time of the accident. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65 lot#: serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (b)(64), product type: lead product ID: 37752 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).